Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. In this case, it is likely that the guide wire interacted with the patient¿s moderately calcified, moderately tortuous, and 70% stenosed lesion during removal, as resistance was noted, resulting in the reported difficult to remove. Manipulation of the guide wire during its interaction with the anatomy likely resulted in the reported stretched coils and core break. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the distal left main coronary artery with moderate calcification, moderate tortuosity and 70% stenosis. During use of the balance middleweight (bmw) guide wire, the wire broke but was not in two pieces. There was no resistance during advancement but there was resistance with the anatomy during removal and the normal amount of force was applied. The device was able to be removed from the patient with the use of a micro catheter. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.